Event description:
Patient trained to minimal mode at 5 hz/10 % for 5 min with a gradual "minimal roadmap" ramp. Patient bypassed the recommended settings during training and set therapy to 8hz/15% for 15 mins. Patient reported the next day she experienced stroke-like symptoms, was transported to the hospital, and was diagnosed with a transient ischemic attack (tia). She was discharged after a few days and resumed normal activities. Patient did not want to return device and requested a smaller vest. Patient was informed to follow up with her medical doctor prior to continuing therapy.

Manufacturer narrative:
Tia and hospitalization reported by patient; no device malfunction alleged and device will not be returned at time of reported event. Device instructions for use include contraindications for use that require an individualized clinical assessment and careful consideration by the physician prior to prescription.

Manufacturer narrative:
(B)(6) and hospitalization reported by patient; no device malfunction alleged and device will not be returned at time of reported event. Device instructions for use include contraindications for use that require an individualized clinical assessment and careful consideration by the physician prior to prescription.

Event description:
Patient trained to minimal mode at 5 hz/10 % for 5 min with a gradual "minimal roadmap" ramp. Patient bypassed the recommended settings during training and set therapy to 8hz/15% for 15mins. Patient reported the next day she experienced stroke-like symptoms, was transported to the hospital, and was diagnosed with a transient ischemic attack (tia). She was discharged after a few days and resumed normal activities. Patient did not want to return device and requested a smaller vest. Patient was informed to follow up with her medical doctor prior to continuing therapy.